Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. There was no adverse impact to the customer's blood glucose level. After removing the obstruction from the speaker holes as well as cleaning them, the alarm cleared and the customer continued using the pump for insulin therapy.